Event description:
A malfunction alarm was reported, with the displayed malfunction code being malf 0, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the pump, which was still under warranty, was set to be replaced, and the customer was instructed to return the faulty pump using a pre-paid label within ten days. The customer was advised and acknowledged the use of multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.